Event description:
It was reported that right ventricular (rv) lead was found to have elevated threshold. Cxr showed that lead had dislodged. The lead was explanted and replaced. The patient is in stable condition.